Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarm 19's with multiple cartridges during the load process. The customer's blood glucose was not impacted. Repeatedly, the customer loaded a new cartridge onto the pump and resumed insulin.